Manufacturer narrative:
The repair center found no image due to a faulty charged-couple device. Additionally, they found a puncture on the cable and the unit failed the leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Upon inspection of a customer returned device, olympus repair center found the camera head displayed no image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the faulty charged-couple device was due to the cable deteriorated due to water invasion from the puncture on the cable. Olympus will continue to monitor field performance for this device.